Event description:
The customer requested a leg extension part order. No reported patient injury.

Manufacturer narrative:
The leg extension was shipped to the customer. No reports of malfunction or injury.